Event description:
A malfunction was reported on the pump by the caller, although no notable events occurred prior to this issue. The impact of this malfunction on the customer¿s blood glucose level remains unclear as the caller declined to answer whether the level exceeded 500 mg/dl. After contacting technical support, the customer was guided through resetting the malfunction code, which did not recur. The customer was advised to continue using the pump and instructed to call back if any issues arose again.